Manufacturer narrative:
Evaluation summary: the component packaging warns that the femoral and articular surface components implanted may cause patella tendon impingement at high flexion. This may be the cause of the reported pain; however, this cannot be definitely confirmed with the information provided. No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were note provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It is reported that the patient has been revised due to pain.